Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was conducted to evaluate the effect of femtosecond laser-assisted surgery on multiple patients where an increase in retinal nerve fiber layer, bruch's membrane opening-minimum rim width and macular thickness were observed after cataract surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).